Event description:
The sales rep reported that during an arthroscopic shoulder repair a portion of the distal end of 2 healix anchor inserters broke off into the anchor. Each tip was captured in the anchor and each anchor was entirely removed. The case was completed using a competitor's anchor. There were no patient consequences. (See also 1221934-2009-00144 for evaluation of device #2).

Manufacturer narrative:
The complaint device was discarded by the user facility. However, the damage is consistent with related failures seen in the field. Currently, a batch record review is being conducted in order to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The engineering team is aware of this failure mode. Historical investigations have determined that the root cause was likely a combination of torque and bending. Currently, the engineering team is working on several solutions which likely will reduce the occurrence of this issue. These changes include implementing a full tap in addition to increasing the wall thickness of the inserter tip. No corrective action is required. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.